Event description:
The reporter indicated that the patient's seizures had progressively become worse since the vns implant and the patient was hospitalized due to anxiety attacks which resolved by IV anti-epileptic drug treatment. The reporter also stated that the pulse generator's normal mode was turned off and patient is having good results when using the magnet. However, further follow-up revealed that the patient is continuing to experience anxiety.